Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced several alarms. Customer also reports that insulin pump was giving incorrect amount of insulin in pump. Customer's blood glucose was 267 mg/dl. Customer was advised to monitor the insulin pump. No further information provided.